Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device for evaluation but could not duplicate the reported phenomena. Since it was not found the malfunction, the subject device was returned to the user. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined there was the possibility these phenomena were attributed to the following causes for each; the image of the subject device was not displayed it might have occurred due to the image processing board aging deterioration of the subject device with the long term-use passing more than 8 years since manufacturing the subject device. As the result of that, a malfunction occurred temporarily, and the image could not be generated. The front panel of the subject device was blinked. It might have occurred due to the front panel board aging deterioration of the subject device with the long term-use passing more than 8 years since manufacturing the subject device. As the result of that, a malfunction occurred temporarily, and the front panel led was blinked. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed, and the front panel of the subject device was blinked at the unspecified timing. The intended procedure was completed with the subject device and not delayed. There was no report of patient injury associated with the event.